Event description:
It was reported that during the explant procedure for this right ventricular (rv) lead due to high pacing impedance measurements and rising threshold. This lead was partially explanted, and a portion remains implanted. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the explant procedure for this right ventricular (rv) lead due to high pacing impedance measurements and rising threshold. This lead was partially explanted, and a portion remains implanted. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 75 millimeters (mm) from the terminal end and the tip end was not returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damage on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.